Manufacturer narrative:
Investigation is ongoing. H3 other text : not yet returned.

Event description:
As reported by a field clinical specialist, prior to a tavr procedure, the team removed a 26mm sapien 3 ultra valve from the box and while rinsing the valve noticed what looked to be suture material on the leaflet. They consulted the structural team and after looking at it decided not to use the valve. The valve will be returned. As per follow-up with the fcs, the particle seemed like it would move but could not remove it.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: the returned device was visually examined, and the following was observed: one (1) green particulate on leaflet cp1 inflow side and particulate was approximately 2mm in size. No applicable functional or dimensional testing for this complaint code was completed. The evaluation is based on visual inspection and material analysis. The complaint for "particulate - noticed" was confirmed based on returned device evaluation. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. No labeling/IFU deficiencies were identified during evaluation. As reported, "prior to a tavr procedure, the team removed a 26mm sapien 3 ultra valve from the box and while rinsing the valve noticed what looked to be suture material on the leaflet. They consulted the structural team and after looking at it decided not to use the valve.". Material analysis was performed on the green particulate and the sample spectrum of particulate is consistent with rayon like material. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures, or tooling used matches green rayon like material and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the green particulate was not observed upon opening the jar, and the valve was removed from the holder and rinsed as reported. It is possible that the particulate was introduced during valve handling and/ or during the valve rinsing process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.